Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with clips in the tube shaft. The clip counter was no longer active. Functionally, that the handle was cycled to load a clip; the pusher bar did not load the clip. The instrument handle was disassembled for visualization of the internal components revealing a proper handle assembly. The pusher bar was observed to be bent. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: attempts to load clips into the device jaw without full clearance of the trocar sleeve, and full visibility to the word load can result in device failure, malfunction, and/or malformed clips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 176630, 176630 endoclip iii 5mm applier, (lot #j4b2823y) 176630, 176630 endoclip iii 5mm applier, (lot #j4b2823y) 176630, 176630 endoclip iii 5mm applier, (lot #j4b2823y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a demo (not for human use), the surgeon was able to squeeze the handle, but there were no clips able to load properly into the jaws. It was noted that the counter showed the deduction of the clips as normal use, but it was not possible to use any clips. It occurred on four clip appliers. There was no patient involvement.